Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with chronic dislocations of right hip. The liner was taken out and replaced with a constrained liner and the appropriate size head was replaced.